Event description:
It was reported that during a lavh, the device was non-functional. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): inadequate adhesive. Evaluation summary: the analysis results found that the device was returned non-functional. The investigation found an adhesive bond failure within the handle, which prevented the device from operating properly.